Manufacturer narrative:
Complaint conclusion: as reported, the wire of a 7f exoseal vascular closure device (vcd) did not catch and came out as-is. There was no resistance was experienced as the exoseal vcd was advanced through the sheath; however, the doctor felt the sheath adapter was a little stiff. There was no reported patient injury. There was no visual damage to the indicator wire prior to use. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, an audible click was heard, and the indicator window was facing up during retraction but did not change. Pulsatile flow was observed from the bleed-back indicator. When the device was removed from patient, there were no damages noted to the indicator wire loop. The user was trained to the device, the device was stored and prepped per the IFU, but the device and packaging were not inspected prior to use. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium, plaque, stenosis greater than 50%, nearby stent, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used after treating superficial femoral artery (sfa) stenosis via ipsilateral antegrade puncture and hemostasis was attempted using the device. A 7f 11cm brite tip sheath was used with the device. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18469753 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿indicator wire damaged loop" and ¿cowling (guard) deployment difficulty¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur. Additionally, the IFU cautions, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the wire of a 7f exoseal vascular closure device (vcd) did not catch and came out as-is. There was no resistance was experienced as the exoseal vcd was advanced through the sheath; however, the doctor felt the sheath adapter was a little stiff. There was no reported patient injury. There was no visual damage to the indicator wire prior to use. The sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, an audible click was heard, and the indicator window was facing up during retraction but did not change. Pulsatile flow was observed from the bleed-back indicator. When the device was removed from patient, there were no damages noted to the indicator wire loop. The user was trained to the device, the device was stored and prepped per the IFU, but the device and packaging were not inspected prior to use. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium, plaque, stenosis greater than 50%, nearby stent, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device was used after treating superficial femoral artery (sfa) stenosis via ipsilateral antegrade puncture and hemostasis was attempted using the device. A 7f 11cm brite tip sheath was used with the device. The device will not be returned for evaluation.